Event description:
On 6/10/2022, it was reported by a sales representative via email that an ar-3636h knotless hip fibertak anchor would not seat in bone. Another knotless hip fibertak was opened and this one would not cinch down. Surgeon cut the repair sutures and left the anchor inside the patient. This was discovered during a hip labral repair on (B)(6) 2022. Additional information received on 6/28/2022: surgeon used an ar-2924phs mini hip pushlock to complete the case without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.